Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing wire occurred. The sensor was inserted into the thigh, which is off label usage of the device, on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D4: primary UDI number: correction; h2: type of follow up: correction; h10: corrected data.

Event description:
The product was evaluated. An external visual inspection was performed and passed, due to no damage. The allegation was not confirmed. The probable cause could not be determined.